Event description:
It was reported through counsel for the patient that on or about (B)(6) 2005, the patient underwent a left hip replacement. It is alleged that the patient had ongoing hip pain which required her to walk with a cane or other support. It is further alleged that the left hip was revised in (B)(6) 2006.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat #: 502-01-50d, lot #: 9489101, description: trident hemispherical cluster 50mm; cat #: 625-0t-28d, lot #: 10083202, description: trident alumina insert; cat #: 17-2805e, lot #: 11000901, description: alumina c-taper head 28mm/+5; cat #: 2030-6525-1, lot #: 21066103, description: 6.5 cancellous bone screw 25mm; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported through counsel for the patient that on or about (B)(6) 2005 the patient underwent a left hip replacement. It is alleged that the patient had ongoing hip pain which required her to walk with a cane or other support. It is further alleged that the left hip was revised in (B)(6) 2006.

Manufacturer narrative:
An event regarding a revision due to pain involving a securfit ha stem was reported. Device evaluation and could not be performed as no items associated with the event were returned or made available for evaluation. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and no medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time.